Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 2 years and 9 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Vegetation and dehiscence. A copy of the op report was received indicating that this patient presented with sepsis and endocarditis with vegetation. Intraoperative echocardiogram showed no definite abscess; however, in the aortic root there were findings consistent with tissue destruction for the vegetative process of the valve. On inspection of the aortic valve, tissue leaflets were intentionally mobilized. There was heavy vegetative process all throughout the valve. It was partially dehisced. There was extensive destruction of the aortic annulus. There was a subtotal dehiscence of the lv outflow tract to the aortic annulus with residual necrotic muscle present. The destructive process was up to the left main coronary ostia. A 23 mm edwards valve was implanted and transesophageal echocardiogram confirmed good seating of the aortic valve with good leaflet motion, well-preserved ventricular function, no evidence of mitral regurgitation or vegetative process of the mitral valve. Patient tolerated the procedure well. No complications were encountered. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.